Event description:
It was reported that the right ventricular lead was explanted due to high impedance of greater than 3000 ohms, and an apparent lead fracture. No patient complications have been reported as a result of this event. Additional information was received from an attorney alleging that due to the lead, the patient "was caused to sustain severe, permanent and potentially life threatening physical injury, as well as phychological and emotional grief, anguish and torment.."